Event description:
Reporter alleged blood glucose device generated a result prior to the test strip being dosed with blood or control solution. It was stated at 11:50 am meter read 184 mg/dl with an un-dosed test strip was inserted. Customer stated when retesting without the nose cover on meter, the reading was 131 mg/dl with a strip that was dosed with blood. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.